Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a hil-rom p- 8000, serial number (B)(6), had a leaking fowler, the brakes were not holding and the fifth wheel did not have enough traction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).